Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment, via the device log, that the device overheated; the power supply and systems fan was replaced. The comment of sluggish performance was also confirmed; the software was reloaded and updated. Furthermore, it was noted that the tip of the stylus touch-pen pulled apart, so it was replaced. The device passed final functional and system tests.

Event description:
It was reported that the programmer presented with a message to turn off the programmer because it was overheating. It was also reported that the programmer would take twenty-to-thirty minutes to save-to-universal serial bus (usb). The programmer has been returned for repair. No patient complications have been reported as a result of this event.